Event description:
Lap chole - "bag broke when surgeon attempted to remove the gallbladder from the abdomen".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the retrieval bag was torn at the bottom and the unit was fully retracted. No damage was noted on the cord and no stress marks were found on the bag. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of the incident remains unknown as engineering could not replicate similar tearing of the bag. This document represents our final report.